Manufacturer narrative:
Analysis found that a device was received in normal working conditions. Interrogation of the device revealed the device was at elective replacement indicator - eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker was explanted. Physician suspects that the battery depleted prematurely. There is concern that this accelerated depletion rate coincided with a cyber security upgrade which occurred around (B)(6) 2018. Patient was stable post procedure.